Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller contacted nas and they attempted to transfer the caller, but the call was dropped off the line. It was stated that the patient was having problems with charging. The caller called back in and talked about the recharging issues. The caller did not seem well versed on the systems and implied that the patient had 2 rechargeable ins¿. The caller said that they saw 6 coupling boxes but when the patient checked the ins the programmer said ¿low.¿ it was asked what quartile was flashing on the recharger, but the caller didn¿t know due to eating lunch. They were unable to check the status. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was getting poor coupling and it was taking too long to charge on the right side. Troubleshooting was done by turning the antenna dials through all 4 positions, but it did not resolve the issue. The caller did get 2 bars once and then the second time al was performed they received 4 boxes. The patient said that they did have to feel around for their ins, but it didn't seem like there was any movement. It was also noted that the caller was getting poor communication on the left side. They had difficulty connecting every time they tried to recharge the ins. The attempted the al steps and then a recharge session, but it did not resolve the issue. They got the reposition antenna screen. The caller said that the ins seemed to be lower in the breast, but it seemed secure. It was reviewed that the ins should be checked by either the hcp or a rep. There were no further complications reported.